Event description:
It was reported that during pre-implant testing, the helix did not extend smoothly but jumped out suddenly after a number of rotations. The physician elected to implant another lead.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.